Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency. The reported patient effect of dissection, as listed in the product instructions for use, is a known adverse event associated with the use of a coronary implant in native coronary arteries. In this case, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Though this device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending (lad) artery with moderate calcification. Pre-dilatation was performed, reducing the stenosis to less than 40%. The delivery catheter was advanced to the lesion with no reported resistance. During deployment of the implant at 16 atmospheres (atm), the balloon ruptured and a small dissection occurred. A 2nd implant was deployed at the dissection for treatment. The final patient outcome was good. No additional information was provided.